Manufacturer narrative:
Concomitant medical products: abstack20 5mm sgl use abs dev 20 tacks (lot# u8d17). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included hernia repair with new mesh, lysis of adhesions, mesh removal, and partial omentectomy.